Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. While prepping the 4.00x20mm promus element stent delivery system is was noted that the stent struts seemed frayed. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. While prepping the 4.00x20mm promus element stent delivery system is was noted that the stent struts seemed frayed. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. A strut on row 1 from the proximal edge was raised. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).